Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery the laser embedded in the system kept firing. The surgery was completed after selecting the standby mode on the system touch screen in order to stop the firing. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. As the customer¿s footswitch had been taken to the workshop, the tests were performed with a loaner footswitch. As a preventative measure, the company service representative recommended to the customer to replace the footswitch. The customer ordered a replacement footswitch. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).